Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be reproduced. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost message. There was no harm or serious injury reported as a result of this incident.